Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (360 mg/dl). Customer declined to perform troubleshooting. Customer stated that they will change out all their supplies, and delivered a manual injection to stabilize bg levels.